Event description:
Customer reported the insulin pump had a reading of 39 mg/dl. The device did alert predict low but did not go into threshold suspend. Customer stated blood glucose was 39 mg/dl, treated with cookies and candies. Customer was advised the sensor reading had to read low and she was unsure what the sensor reading was. Customer also stated that she wasn't feeling well, was tired, so she took a nap. When she woke up she wasn't feeling well she checked her blood glucose and it was 600 mg/dl. Customer stated she changed her infusion set and administered more insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.